Event description:
The hcp reported the pt had a catheter revision done in 2004 and was discharged to home. Pt developed a fever of 102.5 degrees and was readmitted to the hosp. The pump was explanted 3 days later for an infection. The pt was discharged to home on IV antibiotics.